Event description:
Reporting status: malfunction. Reporting rational: stent dislodgement has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) when the protective sheath was removed. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary - quality assurance analysis revealed that the sds was returned with blood visible on the balloon. There was no contrast visible. The stent implant was returned in the blue protective sheath. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There were three bends on the hypotube, 9 cm, 46 cm, 71 cm, and 86 cm distal to the strain relief tubing. There was no other damage noted to the sds. The outer diameters of the stent implant were measured and all of the measurements were oversized. These did not meet manufacturing criteria. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. Product performance engineering reviewed the incident information and the analysis of the returned sds. The analysis revealed that the stent dislodged from the balloon inside the protective sheath, which is consistent with the reported dislodgement outside the body. However, there was blood noted on the balloon of the returned sds. This may have resulted from handling of the device after the reported dislodgement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. The sds revealed presence of crimp marks on the loosely folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon suggests that positive pressure may have been applied to the system. Although there was no contrast visible in the returned sds, if positive pressure was applied to the system during preparation, this may contribute to stent dislodgement during the removal of the protective sheath. The inner diameter of the protective sheath was found to be within specification. The over-sized outer diameters of the stent implant noted during analysis suggest that the stent slightly expanded during travel over the balloon as it dislodged, as would be expected. The noted bends on the hypotube distal to the strain relief tubing was not reported in the incident information and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related or to have contributed to the reported complaint of stent dislodgement. Based on the incident information and results of the returned device analysis, a conclusive root cause for the reported complaint of stent dislodgement cannot be determined. However, there is no indication to suggest that materials or workmanship may have caused or contributed to the complaint. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.